Event description:
Factory analysis of the returned motor controller pcb board and power management pcb board revealed shorted components which caused the ventilator to not power on.

Manufacturer narrative:
Supplemental report.

Event description:
The customer reported the device would not power on. Review of the device diagnostic history indicated a failure of the internal communication link between cpu and gas delivery system, which may result in a vent inop condition. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturer's field service engineer confirmed the unit would not power on as reported. The service engineer replaced the power management, motor controller and cpu boards to address the problem. Applicable final testing was completed to operating specifications.